Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient reported a button of the infusion device was defective. No adverse event reported. Product was requested to be returned for evaluation.